Event description:
It was reported by the customer in (B)(6) that during an orthopedic surgery on (B)(6) 2022, it was observed that the truespan 12 degree peek device did not work properly. During in-house engineering evaluation, it was determined that the needle was broken off from the shaft on the device. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. The product did not work properly.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, the observation revealed that the needle was broken off from the shaft. The needle and implants were not received for evaluation. The trigger was tested and it worked as intended. A manufacturing record evaluation was performed for the finished device lot number: 8l16820, and no nonconformances were identified. Based on the results, this complaint cannot be confirmed. There were no details provided as to when this failure has occurred; therefore, a definite root cause for this failure cannot be determined. The possible root cause for the needle damage can be attributed when the needle was inside the joint and the needle tip was maneuver to desired location for optimal approximation, it was leveraged, therefore causing stress and a mechanical deformation which can caused to breaking. Also, when not inserting the needle to the proper depth for deployment which have caused blocking insertion of the first implant, and when this occurred may have felt resistance and caused a suck issue. However, it cannot be conclusively affirmed. As per IFU, for the needle insertion, it is necessary use a calibrated probe, measure the width of the meniscal tissue to help insert into the joint. Set the adjustable depth stop to minimize tissue penetration depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging tissue. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, the observation revealed that the needle was broken off from the shaft. The needle and implants were not received for evaluation. The trigger was tested and it worked as intended. A manufacturing record evaluation was performed for the finished device lot number: 8l16820, and no nonconformances were identified. Based on the results, this complaint cannot be confirmed. There were no details provided as to when this failure has occurred; therefore, a definite root cause for this failure cannot be determined. The possible root cause for the needle damage can be attributed when the needle was inside the joint and the needle tip was maneuver to desired location for optimal approximation, it was leveraged, therefore causing stress and a mechanical deformation which can caused to breaking. Also, when not inserting the needle to the proper depth for deployment which have caused blocking insertion of the first implant, and when this occurred may have felt resistance and caused a suck issue. However, it cannot be conclusively affirmed. As per IFU, for the needle insertion, it is necessary use a calibrated probe, measure the width of the meniscal tissue to help insert into the joint. Set the adjustable depth stop to minimize tissue penetration depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging tissue. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety.

Event description:
It was reported by the customer in (B)(6) that during an orthopedic surgery on (B)(6) 2022, it was observed that the truespan 12 degree peek device did not work properly. During in-house engineering evaluation, it was determined that the needle was broken off from the shaft on the device. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. The product did not work properly.